Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that, according to the pt's parents, his hearing degraded. A testing carried out on (B)(6) 2011 showed 6 electrodes in status hi and 2 electrodes involved in a short circuit. No history, that the pt fell, is known.